Event description:
It was reported that the line has nearly severed completely. This area of the PICC was internal within the vein, therefore no external cause to the split. Upper arm placement, therefore not affected by inner elbow arm movement.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial tear in the catheter tubing. The tear in the tubing is located on the blue radiopaque stripe. The tear is nearly perpendicular to the axis of the tubing. The tear site reveals rounded and smooth edges. One half of the tubing exhibits a smooth glossy rounded surface while the remaining portion of the cross sectional veneer becomes progressively more irregular and granular. At both ends of the rounded surface where the surface texture dramatically changes there are small longitudinal splits in the catheter tubing. The tubing surrounding the tear site is concave. This combined evidence of the irregular slit edges and rough, broken slit walls is typical of material fatigue and friction wear; however, the exact mechanism of damage is unk. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A chr is not possible, as no mfg lot number info has been provided by the complainant.